Event description:
It was reported a spectrum pump had an issue with the door latch sensor. It was also reported there was no pt involvement related to this condition.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported issue was the door latch sensor was confirmed as the device eval was able to reproduce door not fully latched alarms while loading a set into the pump. This condition was determined to have been caused by a failed upper link switch. The upper auxiliary assembly was replaced.